Event description:
Rn reported a home pt (hp) was diagnosed with a mild case of peritonitis that the nurse (rn) was unable to resolve with antibiotics. Per the rn, the hp presented at the clinic with cloudy effluent in 2003 and was diagnosed with peritonitis. The hp was treated with vancomycin 2g intraperitoneal (ip) based on levels for 1 week and fortaz 1g ip daily for 2 weeks. Based on the absence of symptoms, the rn concluded that the hp had recovered. No hospitalization was required and no root cause was established. The following month, the pt presented at the clinic with cloudy effluent and was diagnosed with peritonitis, this episode being considered a relapse of the episode. The hp was being treated with vancomycin 2g ip once a week and fortaz 1g ip daily for an undetermined amount of time. No hospitalization has been required to date. The rn reported while opening the transfer set on several occasions. They noted fluid around the twist clamp area and subsequently replaced the transfer set. The transfer set had been in place since 2 months ago. The rn could not confirm nor deny the hp overtorquing the twist clamp. Follow up with the rn 3 months later indicated the pt had completed their antibiotic therapy, however, rn was unable to state if the pt had recovered as rn had not seen pt.